Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are most likely related to the explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a combined initial and final report.

Event description:
The user reported decreasing performance with the device. Decline is reported to have begun in (B)(6) 2018. No trauma or accident is reported. The user cannot hear to the maximum most comfortable level (mcls). The user has been re-implanted.